Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
This report is for use error- reusing drain extension line. During troubleshooting the home patient (hp) reported to the baxter technical representative (tsr) that she used 2 drain line extensions during initial drain. One drain line extension was used and another was new one. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed based on information provided by the patient. The cause was undetermined. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter will continue to monitor similar reports to determine if further actions are required.